Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. H3 other text : see h.10.

Event description:
It was reported that there was difficult to operate a bd omnitrope® pen 10 during use. The following information was provided by the initial reporter, "the customer reported that the pen/plunger/bottom of the pen of product omnitrope pen10 sz-br kit is too hard, and because of this she needs to apply more force than usual and hurt the patient.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was difficult to operate a bd omnitrope® pen 10 during use. The following information was provided by the initial reporter, "the customer reported that the pen/plunger/butom of the pen of product omnitrope pen10 sz-br kit is too hard, and because of this she needs to apply more force than usual and hurt the patient.¿